Event description:
A malfunction on a pump was reported by the caller, who was experiencing a malfunction code but with no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted with the reset process. After resetting, the malfunction code did not recur, and the customer was informed that they could continue to use the pump, with instructions to call back if the issue reappeared.